Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient notifier was not functioning on the advisory device. The device was explanted. The patient was stable post-procedure.

Manufacturer narrative:
The reported field event of patient notifier issue was not confirmed in the laboratory. The device was tested on the bench, and no anomaly was found.